Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, system log files, and cc-part. The investigation revealed that the error was caused by x-ray tube arcing. Arcing is a side effect when generating x-ray. Negative effects from arcing are normally managed by the system in such a way that there is no significant impact to the clinical procedure. However, if arcing exceeds a certain level (high-level-arcing), no further x-ray release is possible. The x-ray tube has been exchanged as part of a reactive service activity. After exchange of the x-ray tube the system worked as intended. The returned tube has been examined and high-level-arching was confirmed. Additionally, a defect of the small focus was detected. A possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.